Manufacturer narrative:
(B)(4). The serial number will be reviewed to determine the date of manufacture. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The device in this report is product code: ccw, device class: 1. Regulation number: 868.5540 (510k exempt).

Event description:
The customer reported that prior to use, the screen didn't turn on. Another battery was installed but the condition didn't change. The doctor tried to use this for an urgent patient and he used another general laryngeal scope instead. It was reported that later at an unspecified date and time the patient died, and the death was unrelated to this device and event.

Manufacturer narrative:
One mcgrath laryngoscope was inspected physically and found no damage. The product was then tested for proper operation. No faults were found. Unable to confirm customer reported fault. If information is provided in the future, a supplemental report will be issued.

Event description:
Prior to use on the patient, the screen didn't turn on. Another battery was installed but the condition didn't change. The doctor tried then used another general laryngeal scope instead. It was reported that later at an unspecified date and time the patient died, and the death was unrelated to this device and event.